Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was obtained from one diluted patient sample when compared to vitros phyt result obtained from a separate, undiluted sample from the same patient on a vitros 5600 integrated system. The assignable cause of the event is user error. The results for the two patient samples did not produce initial results due to ir wash errors which were determined to be sample related (low protein) and not due to the vitros 5600 system or the vitros phyt reagent. In response to the ir wash error, the customer performed a manual 2x sample dilution (offboard) and did not enter the manual dilution factor when programming the patient sample test. Instead, the customer programmed the analyzer to do an additional onboard x2 dilution in error. The analyzer calculated the phyt result using the user programmed onboard dilution factor of 2x and did not account for the additional offboard 2x dilution (2x off board and 2x onboard). Therefore the lower than expected phyt result was due user error associated with incorrectly programming the sample dilution on the vitros 5600. The investigation found no evidence to suggest that either the vitros 5600 or the vitros phyt slides malfunctioned.

Event description:
A customer observed a lower than expected vitros phyt results for a single patient sample (sample 2) tested with vitros phyt slides on a vitros 5600 integrated system, when compared to a phyt result obtained from a different sample (sample 1)collected from the same patient. Patient sample 2: vitros phyt result: 9.0 ¿g/ml expected 19.0 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros phyt result was reported from the laboratory, however, no medical action was taken and there was no allegation of patient harm as a result of this event. (B)(4).